Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; (B)(4)) and the importer ((B)(4)), as niti surgical solutions ltd., serves as the designated complaint handling unit for both facilities. The device was not returned for eval, however, the production history files were reviewed, indicating that the device was released according to the product specifications. No further conclusions could be drawn based on the limited info retrieved. Anastomotic leakage, is one of the most common complications of colorectal anastomotic procedures with both staplers and compression anastomosis devices. The current cumulative leak rate following use of colonring device is within the low range reported in the literature for anastomosis devices.

Event description:
Pt suffering of diverticular disease underwent laparoscopic colorectal anastomosis using the colonring. On pod 6, leak was indicated on the backside of the bowel wall (sigma resection after sigma diverticulitis).